Manufacturer narrative:
The rv lead is expected to be returned. Once the product is returned and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with low pacing impedance measurements and increasing pacing threshold measurements. There was also low sensing observed. A revision was performed and the rv lead was extracted. Visual inspection of the lead noted insulation damage. No additional adverse patient effects were reported.

Manufacturer narrative:
As of today, this lead has not been returned to boston scientific for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.